Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after attempting to charge the pump, despite trying multiple power sources. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 200 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer continued to use the pump for insulin therapy.